Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a malfunction of cannot select any mode, which occurred in the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. The software for this device is currently unknown. No additional information is available.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, after successfully placing two bands, the trip wire broke in the middle of the scope. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) the pump has been returned and has been evaluated by baxter. This device was previously in the repair shop on 02 june 2009. At that time, the reported problem was not confirmed. Due to the device being compromised during the previous repair, baxter is unable to perform an accurate evaluation for the reported condition.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition of a malfunction of cannot select any mode that occurred during patient therapy was not confirmed and not duplicated. The assignable cause could not be determined at this time. The user interface module master software version for this device (B)(4) categorized as unremediated.